Manufacturer narrative:
The valve was retuned in a returnkit and in an unknown fluid. The valve was at pressure level 7 cmh2o set. A visual inspection was performed and a scratch was identified but no other damage was observed. A penetration test is performed to show if the valve is clogged. This test is at a hydrostatic pressure difference of about 20-30 cmh2o in the flow direction. The test has shown that the valve is permeable. All of the pressure steps in steps of 5 at the valve were set up and down. The investigation has revealed that the valve does not open in any of the set pressure step ranges adjusted downwards. To measure the brake release force, we have the valve with a brake force meter checked. The braking function could be proven positive. The measured values of the braking force were within the permissible tolerance. The braking force could not be investigated as it required the valve must be adjusted by means of the brake force meter. No issues were identified. No further actions are required. The valve was tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liquid flow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (based on iso 7197). The resulting pressure is measured. There were no defects found. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there was under-drainage.